Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported that a pump error had occurred, resulting in a blank screen, lack of alerts, the insulin pump was not working and did not turn on. The customer's blood glucose value at the time of the event was 2.2 mmol/l. The customer was treated for low blood glucose with carbohydrates, ambulance transport, and hospitalization, where insulin was administered by drop and manual pen. The event involved product mmt-1885. Troubleshooting was performed, possible causes of the blank display were reviewed, battery cap and compartment were inspected, a new battery was inserted, and the pump was unable to restart; it was determined that the pump would need to be replaced, and the customer was instructed to revert to a backup plan and place the pump in storage mode. It was unknown whether the customer was using the auto mode or smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. Mmt-1885 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump was received with a blank display. Unable to verify absence of alarm/alerts, perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to a blank display. Unable to download history files and traces using thump due to a blank display. Unable to upload pump to carelink due to a blank display. Pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. However, a cracked u6 component on the pcba 2 was noted. Force sensor zero offset within specification (23.38 mv). A test case was used, installed the original pcba 1, pcba 2, internal battery and motor. Using the battery simulator, the pump was still unable to power up. A working test pcba 1 was used with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a blank display noted. A working test pcba 2 was used with the original pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and no blank display noted. A working test pcba 2 was re-used with the original pcba 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued self test. The pump passed the self test and no blank display noted while using a test pcba 2. Blank display was confirmed due to a cracked u6 component on the pcba 2. The pump was received without a battery. The pump was received without a battery cap. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, 10833007doc. The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for low bgs. Unable to verify absence of alarm/alerts, perform the required testing, upload pump to carelink, download history files and traces using thump due to a blank display. Blank display was confirmed due to a cracked u6 component on the pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.